Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the pt. Presented with complaints of lower back pain radiating to the right buttock and leg with numbness and shooting pain to her toes since (B)(6) 2004. Pain level was reportedly 10 with pain radiating to the right posterior lateral leg to the dorsal lateral ankle and foot. Pt relates pain while pulling a goat and fell with increased back pain and relates an altercation in which the pt was slammed against a bedroom wall in (B)(6) 2004. Pt had five epidural steroid injections and was involved with chiropractic treatment and acupuncture. Imaging studies during this initial visit revealed a degenerative scoliosis apical left at the l3 level and some moderate l4-5 disc space narrowing, no spondylolisthesis. Lumbar MRI revealed an l4-5 level hnp with foraminal stenosis and root compression, severe. On (B)(6) 2005, post a laminectomy/discectomy in (B)(6) 2005, the pt presented with low back pain now radiating to the left thigh since (B)(6) 2005. Pain described as 7 out of 10. Images showed severe degenerative disc disease and scoliosis. Partial operative notes of surgery on (B)(6) 2006 indicate subperiosteal dissection of the l4-5 lamina and carried out of the l4-5 facets, dissection of the l4 and l5 transverse process, and midline decompression by removal of the superior one-fourth of the l5 spinous process and the inferior one-half of the l4 spinous process. Then, bilateral redo hemilaminectomies were completed. It was noted that the pt. Had an inferior facet fracture at l4, most likely the cause of her lateral listhesis. Due to conjoined nerve roots and between l4 and l5 as well as severe scar tissue on the right side, it was decided not to perform the tlif on the right side but on the left. There was also a finding of a large facet cyst that was removed and sent to pathology. Tlif was done with peek interbody device packed with bmp and the anterior half of the disc space was packed with morselized bone graft mixed with bmp soaked sponges. Pedicle screws were placed bilateral at l4-5. The remaining bone graft mixed with bmp was placed in the right lateral gutter. On (B)(6) 2009 the patient underwent a second procedure due to severe back and buttock pain, and left greater than right posterolateral leg pain to the calves and ankles. Pt. Was diagnosed with l3-4 and l5-s1 degenerative hnp with radiculopathy. Fusion was solid from previous l4-5 fusion. Procedure was for decompressive laminectomies at l3-5 and l5-s1, bilateral l2-3, l3-4, l4-5, and l5-s1 medial facetectomies with bilateral l3, l4, l5, and s1 nerve root foraminotomies and subarticular decompression, removal of l4-5 posterior hardware, plif at l3-4 and l5-s1, insertion of segmental pedicle instrumentation l3, l4, l5, s1 bilaterally with bilateral posterolateral intertransverse fusion with autograft, bmp, and mastergraft. Bmp was placed in the interbody cages at l3-4 and l5-s1. For posterolateral fusion, bmp-impregnated gelfoam was rolled with autograft and placed bilaterally overlying the l3-4 and l5-s1 fusion masses and transverse processes and pars interarticularis. Overlying this was placed the harvested bone graft which was morselized and mixed with 10cc mastergraft. This was placed in direct apposition overlying the l3-4 and l5-s1 levels with interpositioning of the l4-5 fusion masses bilaterally. Copious bone graft was then placed and impacted firmly in the fusion masses from l3 to the sacrum. On (B)(6) 2012 the patient underwent a third procedure to treat occurrence of kyphotic deformity above the prior l3-sacrum fusion. Procedure was for l1-2 laminectomy, removal of previous posterior hardware, expandable interbody device implanted at l2-3, t10 to ilium posterior fusion with autograft mixed with bmp. The anterior half of the l2-3 disc space was packed with morselized bone graft and a small piece of bmp-soaked sponge. Bmp mixed with allograft was placed in the lateral gutters at l1, l2, and l3. The remaining bone graft was placed along the posterior aspect of t10, t11, t12, and l1. Update (B)(6) 2012: (B)(6) 2006: the patient underwent a l4-5 bilateral hemilaminectomy, sublaminar decompression, tlif and posterolateral fusion using legacy, crescent peek cage, rhbmp-2/acs and local bone graft to treat spinal stenosis, herniated disk, and lateral listhesis with scoliosis. Pre-operatively, the patient presented with right and left leg pain as well as back pain. MRI showed scoliosis as well as severe degenerative disk disease at l4-5 with lateral listhesis and foraminal stenosis. Patient had failed conservative care. Per the operative notes, ¿it was noted on the right side that the patient had an inferior facet fracture at l4, most likely the cause of her lateral listhesis. The nerve roots had severe scar tissue on the right side as well. There was the finding of a large facet cyst that was removed and sent to pathology. ¿ the anterior one half of the disk was packed with morselized bone graft mixed with bmp-soaked sponges and in the mid-portion of the disk a crescent peak cage interbody device was placed that had been packed with bmp¿ the remaining bone graft mixed with bmp was placed along the right lateral gutter. Pedicle screws were as well placed on the right side and all pedicle screws were noted to be in good placement on ap and lateral plane image intensification.¿ no patient complications were noted. On (B)(6) 2013: update implant dates: (B)(6) 2006, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013: update: implant date(s): (B)(6) 2006, (B)(6) 2009. Patient demographics: initials (B)(6), female, dob (B)(6) 1960. History/comorbidities: prior l4-5 bilateral hemilaminectomy. Smoker. It was reported that on (B)(6) 2006 the patient presented with right and left leg pain as well as back pain, spinal stenosis, herniated disk and lateral listhesis with scoliosis. Patient underwent l4-5 bilateral redo hemilaminectomy, sublaminar decompression, l4-5 tlif and l4-5 posterolateral fusion. Legacy instrumentation, crescent peek interbody device, local bone grafting, and rhbmp-2/acs were used. Intraoperative findings included conjoined nerve root, right side. Per the operative report, ¿it was noted on the right side that the patient had an inferior facet fracture at l4, most likely the cause of her lateral listhesis. The nerve roots had severe scar tissue on the right side as well. There was the finding of a large facet cyst that was removed and sent to pathology. After adequate decompression had been noted of both the l4 and l5 nerve roots, it was noted that there was a conjoined nerve root on the right side with two nerve roots out into the l5 foramen conjoined between l4 and l5 as well as severe scar tissue on the right side. Therefore it was decided not to perform the tlif on the right side, but to do it on the left side.¿ there were no noted complications. On (B)(6) 2009 the patient presented with severe lumbar back pain, buttock and left greater than right posterolateral leg pain to her calves and ankles with standing, walking, bending and lifting, l3-4 degenerative hnp with radiculopathy and l5-s1 degenerative hnp with radiculopathy. The patient underwent removal of l4-5 hardware and posterior interbody fusion of l3-4 and l5-s1. Spinal USA hardware, rhbmp-2/acs, autograft, and mastergraft were used. There were no noted complications. It was reported that the patient sustained unspecified injuries.